Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v278189, implanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported via a healthcare professional (hcp) the implantable neurostimulator (ins) never worked so it was explanted, but the leads were left in and abandoned. There were no symptoms reported. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.